Manufacturer narrative:
(B)(4). The device was evaluated and the high drain alarm was confirmed through the review of the event history logs. The cause could not be determined. If additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, high drain error 105 alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 07:40:08 during night drain 5. No further information was available.